Event description:
It was reported that in (B)(6) 2011, the patient was hospitalized. Three induction attempts were unsuccessful and an external shock had to be delivered. The lead was explanted and replaced. No further complications were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).